Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic spleenectomy procedure. Reportedly, the instrument did not cut and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.